Event description:
Customer reported device result was 60 points different that doctor's device, however values were not provided. Doctor gave customer a different device and removed and abscess from their toe. Customer claimed the abscess was due to undetected high blood glucose due to the device. A request was made for return product and replacment product was sent.